Event description:
Complainant tried to use a blood pressure machine at a pharmacy. The device constricted, but he felt it over constricted. His arm was pinched and bruised. He said he felt tingling in his fingers when the device tightened. The bruise lasted three days. The machine said it could not give him a reading. Investigator visited the pharmacy and spoke to the store mgr, and the pharmacy mgr. Neither were aware of any complaints of appx. 2 wks ago to repair the computer display. The device is not appropriately labeled.